Event description:
It was reported that the ilet user experienced elevated blood glucose of 250 mg/dl after a large carbohydrate meal and completed a full infusion set change, with troubleshooting and education provided. Symptoms included hyperglycemia without reported injury. Outcomes included no escalation of care and no hospitalization. Investigation included user interview and troubleshooting guidance. Investigation of this case revealed no device malfunction reported and a probable meal-related elevation following a recent infusion set change. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.